Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited mode switch due to noise oversensing. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.